Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bost3213, (t3® non-platform switched tapered implant 3.25 x 13mm) for evaluation. Visual evaluation was performed; the implant shows extensive signs of wear/use. Damage is likely caused during removal. Bone debris can be observed on its external threads. Unknown fracture screw fragment identified stuck inside of it. Additional information was obtained on 15-jan-2026 regarding the inspection findings. The customer confirmed that the screw fractured during the removal process. The unknown screw was recorded as a concomitant. DHR review was completed for the subject lot number 2016091029. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016091029 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D6: d6a. If implanted, unknown.

Event description:
It was reported the implant, at tooth site #22, fractured at the body. Implant was removed completely. Procedure was completed.